Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter has not been used. The catheter failed the performance test due to system notice #12211 "catheter not recognized". The catheter failed the returned product inspection due to a broken tc2 wire in the handle. Dissection and electrical continuity showed the tc2 was broken under the strain relief in the handle at the soldering point. The reported issue (# (B)(4)) has not been confirmed through testing or data analysis. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50032 (the safety system has detected a compromised outer vac uum)occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.